Manufacturer narrative:
The returned valve was returned at pl=1.0. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It also met the requirements for patency, siphon, pressure-flow, preimplantation and leak testing. However, it did not meet the requirements for reflux testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The IFU also caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device would not stay at the pressure level setting it was set to. According to the report the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, there was no injury to the patient and the patient is recovering from revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.